Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: outcome attributed to adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was still attached to the patient and the patient complained of chest pain. An x-ray was done and confirmed that the capsule was still attached. The patient had an appointment to remove the capsule, but it already passed. No repeat procedure was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was still attached to the patient. It was confirmed that the capsule was still attached. The patient had an appointment to remove the capsule. There was no patient injury.